Manufacturer narrative:
In the initial MDR report, serial number (B)(4) was provided. However, additional information was received that indicated the correct serial number of the device is (B)(4). Therefore, the following fields were updated accordingly: (B)(4). Expiration date: 9/14/2020. (B)(4). Device manufacture date: 9/14/2016. In addition, at the time of the initial MDR the concomitant product was known however it was inadvertently not provided. Concomitant medical products: platinum 1mtec30 cartridge lot# unknown. Device available for evaluation? Yes. Returned to manufacturer on: 4/20/2017. Device returned to manufacturer: yes. Visual inspection with the unaided eye shows the iol is damaged and incomplete, most probably to make remove and replacement possible. The complaint cannot be confirmed. Investigation of the return sample and the condition of the return sample do not suggest the damage was introduced during manufacturing. Manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints revealed no similar complaints were received for this product order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable as the lens was inserted and removed. Initial reporter phone number: (B)(6). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that after implantation of a zct225 9.0 diopter intraocular lens (iol), the physician noticed that the lens was damaged. The doctor discovered the lens was missing one piece at the edge of the optic. The physician was able to cut the lens out in four pieces without an incision enlargement. The lens was replaced with the same model lens. There was no patient injury reported.